Event description:
It was reported this filter was mistakenly placed in an inappropriate vein. The filter was re-sheathed and deployed at the intended implant site. Upon re-deployment, the filter did not appear to open completely and immediately migrated to the right atrium. Attempts to retrieve the filter with a snare were unsuccessful. No furtehr retrieval was attempted and another fitler was not placed. Approx 15 to 20 mins after filter migration, the pt went into respiratory arrest and expired from myocardial infaction. Follow up indicated this filter was inappropriately placed, re-sheathed and re-deployed at the intended implant site. Directions for use outline appropriate placement procedures which include "do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe". Co believes the above factor may have contributed to this event. However, co is unable to determine the exact cause for this event.